Event description:
The time of event is unknown. There was no report of patient harm. Angle down.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the u/d pulley wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d pulley wire. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the angle stuck. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.